Event description:
Same case as MDR#2134265-2013-06014. It was reported that device entrapment occurred, requiring surgery for removal. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery (lad). After the 3.00 x 28 mm promus element stent was implanted, post-ivus was performed using an atlantis sr pro imaging catheter. The ivus catheter got stuck with the stent and when the physician tried to move the catheter, the distal end of the stent was deformed. The ivus catheter could not be pushed nor pulled, so the transducer was removed and a guide wire was inserted. The catheter still could not be removed so surgery was performed to remove the catheter. The stent was entangled with the wire exit port of the ivus catheter.

Event description:
Same case as MDR#2134265-2013-06014. It was reported that device entrapment occurred, requiring surgery for removal. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery (lad). After the 3.00x28mm promus element stent was implanted, post-ivus was performed using an atlantis sr pro imaging catheter. The ivus catheter got stuck with the stent and when the physician tried to move the catheter, the distal end of the stent was deformed. The ivus catheter could not be pushed nor pulled, so the transducer was removed and a guide wire was inserted. The catheter still could not be removed so surgery was performed to remove the catheter. The stent was entangled with the wire exit port of the ivus catheter.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device identified that the guidewire, the atlantis catheter, and stent were returned. The guidewire was returned still attached to the catheter (from catheter tip to guidewire exit port). Approximately 90 mm of guidewire and approximately 25 mm of the distal tip section of the catheter was returned. The promus element stent was squashed and stretched and measured 23 mm in length due to the damage. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).